Event description:
The pt reportedly lost sound two yrs ago. During testing, no lock could be established with the internal device. External equipment was exchanged. However, the issue was not resolved. Surgery to explant the pt's device will be scheduled.